Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient's healthcare provider (hcp) reported the event "had little to do with a stimulator concern." No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other: stroke. Concomitant medical products: product ID 37601, serial# unknown, implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information noted the patient was receiving therapy at the time of follow-up; however there was no further update reported specifically regarding the stroke.

Event description:
It was reported the patient had a stroke on the operating table when the device on their second side was implanted on 2013-(B)(6). No further information was provided at the time of initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.